Manufacturer narrative:
Product analysis:visual analysis: visual inspection showed no outward signs of physical damage or abnormalities. Unit appeared to have been used. Additional inspection showed a blood path through the mandrel-to-hex bond. Performance analysis: pressure integrity testing confirmed a leak between the mandrel and the hex when run at 3 liters per minute with 23 psig of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the mandrel-to-hex bond. It was noted that the blood in the bond connection was unable to be removed. It was also noted that during the pressure integrity test, the hex side seam started leaking. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: the product was returned for analysis and a blood path was observed at the bond between the fiber bundle mandrel and the heat exchanger. The leak was not replicated; however the dried blood may have obstructed any leak paths. The complaint was considered confirmed based on the visible evidence of a leak path between the fiber bundle mandrel and the heat exchanger. During leak testing for analysis, an additional leak was observed at the heat exchanger bond. This leak was not reported by the customer and may have occurred as a result of shipping damage when the device was returned. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger allowing for acceptable pressure test results prior to distribution. It is possible a physical shock encountered during shipping or handling of the product may have compromised that bond. Historically, it has been observed that overly aggressive shipping and handling can cause the partial bond to become compromised resulting in leak and contributed to the event. Medtronic is monitoring for similar complaints. (B)(6). (B)(4).

Event description:
Medtronic received information indicating that during the priming phase, this oxygenator leaked at the connection site between the fiber bundle and the heat exchanger. The device was changed out with no patient affect reported.